Manufacturer narrative:
The hardware investigation of the returned battery cartridge found that the reported event was related to an electrical issue. The tester measured the voltage in battery and found it to be less than 1 volt. The battery cartridge was installed into test system uninterruptible power supply (ups), and the ups would not power on. The battery cartridge was not charging. The reported event was confirmed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement ups battery cartridge shipped to site 07/11/2016. Suspect ups battery cartridge returned to manufacturer for analysis and is under analysis on 07/12/2016 a medtronic representative performed an imaging system check-out, mechanical & system inspection areas passed. Imaging modalities test failed. Universal power supply (ups) replace battery light was on, there was no power to the imaging system. The medtronic representative replaced ups batteries. System passed all testing. System performed as intended.

Event description:
A medtronic representative reported that a site's universal power supply (ups) on the imaging system mobile view station (mvs) was continually beeping. In trouble-shooting, the medtronic representative removed the front covers and the red led was lit indicating battery replacement. No further details were provided. There was no patient present when this issue was identified.